Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that intermittently, the pump enunciated a low blood glucose alert, however, it did not enunciate as an audible tone despite the pump volume being set to "normal" volume. Customer's blood glucose was not adversely impacted by the reported issue. Reportedly the customer continued to use the pump for insulin therapy.